Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 01, 2021 that a wallflex biliary rx partially covered stent was to be implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. It was reported that the stent was fully deployed in the correct position inside the patient. However, during removal of the delivery system, the delivery system was difficult to remove. The physician forcibly pulled the delivery system to remove it; however, the stent was then pulled out of its correct position and was retrieved with foceps. Reportedly, the outer sheath bent. The procedure was completed with a wallflex biliary fully covered stent. There were no patient complications reported as a result of this event.